Event description:
It was reported to philips that the echo navigator system shutdown intermittently due to host pc defect on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc and reinstalled the system, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).